Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing settings not available on the device. The patient was scheduled to troubleshoot on (B)(6) 2019. The rep met with the patient and reported that electrodes 6 and 12 showed avoid impedances and electrode 15 showed do not use. Impedances were tested again 15 minutes later and electrodes 6,7, 12, and 13 showed avoid and 15 showed do not use. The current programs used electrode 15, which explained why the settings not available screen appeared. The rep said during programming, suddenly they saw communication error and the programmer shut down. The rep rebooted the entire system. The code that displayed disappeared before the rep could snap a picture. The patient was programmed to avoid the electrodes listed above. Adaptive stimulation was readjusted. The patient was happy with the results and will contact the rep for any further needs. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient called stating program b now oor (desired settings not available). Electrode 14 is out of range in addition to the previously reported electrode 15. The device was reprogrammed around the oor electrodes. No further complications were reported.